Manufacturer narrative:
Dates of death, event, implant: dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #. The absorb device referenced is being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided. Article title: bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings.

Event description:
It was reported through a research article identifying unk xience that may be related to the following: delivery failure, death, myocardial infarction, thrombosis, ischemia, and revascularization. Additionally, the article identified unk absorb that may be related to the following: delivery failure, dissection, myocardial infarction, thrombosis, ischemia, and revascularization. Specific patient information is documented as unknown. Details are listed in the article, titled: bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [cn-035257.pdf]